Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began receiving yellow wrench alarms and the controller was exchanged. Waveforms and runtime parameters were submitted for analysis which indicated the pump's average current draw was above the normal limit. Vent filters were submitted for analysis which revealed evidence of possible fluid ingress. The pt was also reported to be receiving red heart alarms. Approx one week later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.